Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only the catheter part of rotablator plus 1.50mm unit was returned for this complaint. The advancer section was not returned for analysis. A visual examination of complaint rotablator plus unit was carried out. The coil was kinked at the connection to the handshake connection. An attempt was made to insert a test guide wire into the annulus of the burr. The guide wire met resistance at the burr annulus. A microscopic analysis of the burr annulus was performed and the presence of dried saline or lubricant was observed in the annulus. The burr was soaked in warm water to remove the residue. A second attempt was made to insert the test guidewire through the annulus and was unsuccessful. Resistance was met at the burr annulus. Microscopic examination shows a blockage at the burr annulus, most likely part of the guide wire used in the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-05110. It was reported that during preparation for rotablation atherectomy treatment procedure, a guide wire broke. A 330cm rotawire floppy guidewire was selected for the procedure. During the preparation, the 1.5mm rotalink plus was loaded into the guide wire for the rotation test. The rotation speed was set at 280000t/min; however, it suddenly dropped down to 180000t/min. It was then noted that the distal extremity of the guide wire was broken. Another rotawire was then selected to complete the procedure but it was unable to be loaded into the rotalink plus. The burr was then exchanged with another of the same device to complete the procedure. No patient complications were reported and the patient's condition is okay.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2013-05110. It was reported that during preparation for rotablation atherectomy treatment procedure, a guide wire broke. A 330cm rotawire floppy guidewire was selected for the procedure. During the preparation, the 1.5mm rotalink plus was loaded into the guide wire for the rotation test. The rotation speed was set at 280000t/min; however, it suddenly dropped down to 180000t/min. It was then noted that the distal extremity of the guide wire was broken. Another rotawire was then selected to complete the procedure but it was unable to be loaded into the rotalink plus. The burr was then exchanged with another of the same device to complete the procedure. No patient complications were reported and the patient's condition is okay.